Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and not implanted/ explanted. The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history record has been performed. Device history record review: the manufacturing documents were reviewed and no complaint related issues were found. This disposition was deemed invalid. Placeholder.

Event description:
It was reported during a femoral nail procedure (right femur) the triple drill sleeve (outer protection sleeve) would not go through the standard insertion handle, and became stuck. The surgeon was able to drill as needed for the procedure, but needed to tap the drill sleeve with a hammer in order to remove it from the insertion handle. The same drill sleeve was tried later with different insertion handles with no problem. The patient status/outcome following surgery was reportedly good. This is report 1 of 1 for complaint (B)(4).